Manufacturer narrative:
The field representative later reported the lead was believed to be fractured. The abdominal system was electrically abandoned and a new boston scientific ICD and defibrillation lead were implanted pectorally. As the lead will not be returned, clinical observations cannot be confirmed. No further adverse patient effects were reported.

Event description:
Boston scientific crm received information that the patient implanted with this transvenous defibrillation lead and associated implantable cardioverter defibrillator (ICD) was admitted to the hospital for pneumonia. The patient experienced a ventricular tachycardia (vt) storm and received 20 shocks. Right ventricular (rv) pacing impedance measurements had been 500 ohms at the device check five days previously but now measurements were consistently 2900 ohms. Shock impedance measurements were consistent at 42 ohms. Pacing thresholds were high, at 7.5v @ 0.5ms; thresholds had been normal at the last device check. Electrograms showed no noise, and all episodes were caused by pause dependent vt. The rhythm was always converted with one shock. It was noted that patient was on an antiarrhythmic drug, and the device was pacing at vvi 50. A lead issue was suspected, possibly due to the multiple shocks, but no aggressive trouble shooting could be done at this time, due to the patient's condition. Technical services discussed performing an x-ray to evaluate the lead, and possibly adding a new rate/sense lead to the system.